Event description:
United states. It was reported that a patient experienced capsular contracture and qualified for coverage. An incorrect implant was reportedly provided to the practice for the replacement procedure. The discrepancy in implant size was not identified prior to implantation, and an implant of unintended size was implanted. As a result, the patient reportedly underwent a reoperation two days later. The investigation remains in progress.